Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation and after the firmware upgrade, the device was noted to be in back-up mode. Device download was performed successfully.